Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 500s mg/dl and became incapacitated; cause was unknown. Customer attempted to address bg via a manual injection and supply changes. Customer required assistance from their children to monitor the elevated bg as the customer was incapacitated. System check with tandem technical support was completed and the pump was functioning as intended. The customer was instructed to consult with healthcare provider regarding bg level.